Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a soloist single needle electrode was used during a bone rfa (radiofrequency ablation) of the ankle. According to the complainant, while attempting the bone ablation, a generator error (e02) occurred. The physician removed and replaced the electrode with another of the same. The second electrode was then advanced and repositioned with respect to the depth of the electrode into the bone and the procedure was able to be completed using this soloist single needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.